Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to metallosis. Surgeon performed a head & liner exchange. Surgeon reported corrosion on the head, as well as on the trunnion. Rep reported that the corrosion on the trunnion was easily removed with no significant threading. As the stem and shell were well-fixed and well-positioned, they were not revised. Patient was revised to a v-c taper sleeve and a 32 biolox head. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Date of explant is to be updated to no date. The stem was not removed during the revision. An event regarding corrosion involving an unknown stem and metal head was reported. The reported event was confirmed by the mar performed on the metal head. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Material analysis was performed on the metal head and concluded that "adhered debris was observed on the taper of the head. Impingement was observed on the insert. Burnishing, scratching, delamination, and third-body indentations being observed on the insert. These are common damage modes of uhmwpe. Eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion product, biological material and material transfer from a hip stem. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." Therefore, the event was confirmed but root cause could not be determined because the insufficient medical information was provided. Further information such as patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to metallosis. Surgeon performed a head & liner exchange. Surgeon reported corrosion on the head, as well as on the trunnion. Rep reported that the corrosion on the trunnion was easily removed with no significant threading. As the stem and shell were well-fixed and well-positioned, they were not revised. Patient was revised to a v-c taper sleeve and a 32 biolox head. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.